Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify was there presence of foreign matter inside the package? No or did the needle break inside of the package and noticed upon opening? No, it found foreign matter during remove broken suture what action was taken by the user for the pierce in hand? Unknown was there any treatment given to user? Unknown was the suture found already broken in the package / during dispensing /upon removal? Or during use on patient? During knotting was the package found to have any open or incomplete seal/hole/puncture/tear causing package integrity issue and compromising sterility of product/device? No was the procedure completed successfully? And how? Yes,and because the needle has damage itself, please check if the foreign matter has the same material from the needle or not.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had performance breakage suture and packaging foreign matter non-biological. It was received for analysis an empty opened folder, a needle-suture piece and a suture piece. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were observed to be as expected; however, marks were noted on the body needle that appears to be by use of a surgical instrument were found and the end was busted. The other section of the suture was examined, and the ends of the suture were busted, and body fluid were found. Additionally, a functional test was performed only in a suture piece and the tensile strength force was above the minimum requirement. No foreign matter was found on the sample. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition it was suggest an improper handling of the sample. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify was there presence of foreign matter inside the package? Or did the needle break inside of the package and noticed upon opening? What action was taken by the user for the pierce in hand? Was there any treatment given to user? Was the suture found already broken in the package / during dispensing /upon removal? Or during use on patient? Was the package found to have any open or incomplete seal/hole/puncture/tear causing package integrity issue and compromising sterility of product/device? Was the procedure completed successfully? And how?

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2019 and suture was used on the patient. During the procedure while knotting, the suture broke and when move the suture from the patient, one foreign matter pierced the doctor's hand and stuck to the glove. The doctor suspected this foreign matter detached from the needle, as they found the needle has damage too. In the operation, bone anchors were also used. There were no adverse patient consequences reported. Additional information has been requested.